Manufacturer narrative:
(B)(4). On (B)(4) 2013, the device was evaluated at the customer's site. The device history log verified there was an f-38 alarm when the device was turned on. The cause of the alarm was due to damaged force sensing resistor (fsrs). The fsr's were replaced to resolve the issue and the device was returned to the customer.

Event description:
It was reported that a flogard infusion pump had an f-38 alarm when the device was turned on. There was no patient involvement. No additional information is available.